Manufacturer narrative:
"Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that a connector c60 bns leaked during use. The following was reported by the initial reporter: "the customer reported as follows: the anticancer drug was prepared on the preceding day and stored in a refrigerator. On the following day, drug leakage from the connection (probably with the injector) was confirmed during infusion. (B)(6) 2020 (B)(6) additional information. The sales rep received additional information. When the customer closed the clump on 515571-zat after infusion to patient completed, it was found leakage from c60. The customer asked us to perform investigation."

Event description:
It was reported that a connector c60 bns leaked during use. The following was reported by the initial reporter: "the customer reported as follows: the anticancer drug was prepared on the preceding day and stored in a refrigerator. On the following day, drug leakage from the connection (probably with the injector) was confirmed during infusion. 20201221jun ikeda additional information. The sales rep received additional information. When the customer closed the clump on 515571-zat after infusion to patient completed, it was found leakage from c60. The customer asked us to perform investigation."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 2/10/2021. Investigation: one sample was returned to our quality team for investigation. Through visual inspection, no damage or defects on the product was observed. Pressurized testing was performed in attempt to locate any leakage, after all testing was completed no leaks were identified at any of the connections. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information and given we are not able to replicate the reported leak, we cannot identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.